Event description:
Indication: hereditary hypogammaglobulinemia; hypoparathyroidism, unspecified; autoimmune (B)(6) autoimmune polyglandular failure; antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia. Spontaneous: pt's mom called in advising that pump had a spring hanging out of it and she needs a replacement. Unk if adverse event. Unk if missed dose. Lot / exp unk. Unsure if md is aware of issue. No further info. Unk if pt has defective device on hand for return to the MFR or if they have a back up. Replacement being sent. Reported to (B)(6) by pt/caregiver.